Event description:
It was reported that the ilet user experienced elevated blood glucose after not announcing breakfast and deviating from usual protein intake. At the time of follow-up the glucose was in range, and there were no alerts or alarms or need for outside care. Symptoms included hyperglycemia with a peak of 249 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, a usage problem was identified as a missed meal announcement, and the device component involved was the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.